Event description:
This pi is for the revision on (B)(6) 2024. Please see the attached sheet for a left hip revision performed today. Patient has been chronically infected and dr. Opted to perform an extensive I&d and modular-component swap. Implanted items replaced the explanted items of the same size(s) from the previous procedure on (B)(6) 2024. No complaints filed against the components themselves, no further info available.

Manufacturer narrative:
An event regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 6260-9-126; 26mm std lfit v40 head; lot# 18773952. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.